Manufacturer narrative:
Product event summary: analysis found that the atrial and ventricular connectors were broken. The device was also sticky. The incoming functional test passed on the automated test console. The connectors were replaced. The device was also cleaned. The device passed all final tests with no visual/electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.